Event description:
It was reported the patient had to go in for surgical replacement of the implantable neurostimulator (ins) and lead on (B)(6) 2012. It was stated the patient had multiple reprogramming sessions with the manufacturing representative, but the machine would be ¿all the way to full blast,¿ but ¿it wasn¿t doing anything.¿ it was further reported the physician was concerned the wires were "out of place." It was further reported the ins and leads were replaced and this was due to the old ins and leads malfunctioning.

Manufacturer narrative:
Product ID 3778-60, serial# (B)(4), implanted: 2011-(B)(6), explanted: 2012-(B)(6), product type lead product ID 3778-60, serial# (B)(4), implanted: 2011-(B)(6), explanted: 2012-(B)(6), product type lead. (B)(4).